Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor sv 2 device ruptured during patient use. The device was infusing an unknown patient with a solution of 96 milliliters of 5-fluorouracil and 0.9% nacl when the rupture occurred. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation; therefore, the reported condition could not be confirmed. The root cause investigation for ruptured reservoirs is currently being performed under CAPA # (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that baxter has received similar complaints.